Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% the valve was placed a depth of 1 and 3 and upon release the valve stayed at this depth initially but then moved aortic. The valve was snared and pulled up and an additional non-medtronic transcatheter valve was successfully implanted. No additional adverse patient effects were reported.